Event description:
Pt to the or for an arthroscopy and decompression of the right shoulder. As dressing was applied and emergence from anesthesia, extremly high etco2's were noted (113mmhg), with a pattern of rebreathing co2. Due to the pts history and values, m.h. Crisis was suspected and protocols went into effect. Another etco2 was hooked up and was normal. Pt was monitored and m.h. Protocol was on standby. Most likely false reading due to humidity from the ventilator. Pt had an uneventlful recovery.